Event description:
It was reported that during a gall bladder procedure, when firing, 2 clips spit out at the same time. The device then locked out. This occurred on the 6th firing. Case completed with a new clip applier.

Manufacturer narrative:
Eval summary: jaws were in good condition, with the exception of large apperature. Seven clips remained in the device. The device was cycled and ejected one clip. There were short feeling issues found during functional test, resulting in double feed and non-conforming clip gaps. The device was disassembled and found to have a damaged advancer. The advancer distal tip "finger" had been broken off. No damage was observed on the feed bar. While no conclusion could be reached as to how this damaged occurred, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.